Event description:
It was reported that the right atrial (ra) lead was oversensing and had dislodged from the original placement location. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.